Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg level. Due to the bg level the customer lost consciousness. Customer was treated by paramedics with intravenous fluids of dextrose. Reportedly, the customer continued to use the pump for insulin therapy.